Manufacturer narrative:
Date: (B)(6) 2014. The data acquisition was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator shut off and alarmed when it was being prepared for use. The facility biomedical engineer reported review of the device diagnostic history showed codes that indicated a spi bus failure, but the reported problem was not duplicated. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history verified the codes as reported. The fse replaced the data acquisition pcb board to address the reported problem. Final applicable testing was completed per operating specifications and passed.